Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 10atm at the first inflation attempt. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 10atm at the first inflation attempt. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one dorado pta dilatation catheter has returned for evaluation. On the visual evaluation of the device, it appeared bloody no specific anomalies noted. On the functional evaluation of the device, the balloon was inflated with the in-house presto device, during the inflation water leaks at the balloon glue joint. Microscopic evaluation confirms the break at the glue joint. No evidence of balloon rupture noted, and no further testing performed due to the condition of the device. Therefore, the reported balloon rupture remains inconclusive as no evidence of rupture noted in the balloon and no further testing performed due to the condition of the device. However, the investigation is confirmed for the identified break as water leaks from the glue joint of the catheter when the device attempted to inflate. A definitive root cause for the alleged balloon rupture and identified break could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 05/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.